Manufacturer narrative:
A cartridge alarm 19 was confirmed in the pump logs however, no other failure was identified. The cartridge alarm was the most likely cause of the elevated blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose (bg) level was 324 (mg/dl) and the customer was unsure of the cause. Correction boluses were delivered to address bg level. The contact stated a manual injection will be administered to further correct the customer's elevated bg level. Reportedly the customer had manual injections as alternate insulin therapy.